Event description:
A customer in sweden opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.